Event description:
Additional information indicated that the patient was brought in for a lead revision/extraction. The shock impedance was measured multiple times with the dual coil and single coil configuration and no out of range impedances were noted. The lead was carefully examined under fluoroscopy and no fracture was observed. It was decided to perform defibrillation testing in dual coil configuration. The patient was successfully converted and shock impedance was within normal limits. It was decided that there was an external factor such as bovi patch in the field or air/fluid in the header. Dozens of shock impedances were taken pre and post testing and all were within normal limits. No changes were made to the system.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to be fractured. The patient was to be brought in for further testing. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.